Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio iq meter powers off during use. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began in (B)(6) 2013. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise; however, it is not known what action the patient took in response to the alleged meter issue. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of sweating and felt hot and cold approximately four hours later. The patient reportedly contacted her health care provider (hcp) by phone at an unknown date/time later, and she was advised by her hcp to consume another pill. At the time of troubleshooting, the csr verified that the subject meter did not need to be recharged, there was no misuse of the lfs product, and the patient was not using the subject meter for the first time. The alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered a symptom suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Test strip lot #: not provided.